Manufacturer narrative:
Na

Event description:
It was reported that pts at this facility are expressing concern about how difficult it is for them to make the leg rest lock in place after they have gotten up out of the chair. After standing up, the leg rest has popped back up, hitting them in the back of the legs and in some cases allegedly knocking them down.